Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the right master tool manipulator (mtm) due to the reported 23062 errors. The system was tested and verified as ready for use. The mtm was returned for failure analysis (fa) and the reported issue was confirmed, but not replicated during in-house testing. In the system logs, the 23062 error was found indicating a failure on the wrist yaw axis confirming the fault occurred in the field. A visual inspection was performed. No external mechanical damage, contamination, or abnormal conditions were observed related to the reported event. The unit was installed on the surgeon side console fixture test platform (sftp) and failed on "verify encoder cal - wp, wy, ro and grip (grip_max_abs_ptec)." However, the unit passed after running recalibration sequence without any error, and during testing fa noticed the platform flat flex cable (ffc) guide was broken. A one hour slow speed sine cycle on wrist yaw axis was run and no error was observed. As a result of this investigation, fa concluded that the wrist yaw axis 6 motor and slipring were found to be the root causes of the reported event.

Event description:
It was reported that during a da vinci-assisted mitral valve repair surgical procedure, an intuitive representative called in from outside the hospital and merged an operating room (or) staff member into the call. The or staff reported recurring errors on console two related to the right hand controller. The technical support engineer (tse) verified error 23062 in the logs for master tool manipulator (mtm) right hand controller two. The surgeon switched to console one to continue the procedure. Troubleshooting was not performed during the call, but a hard power cycle was recommended for the console after the case. The procedure was completed as planned with no reported injury.